Event description:
During endometrial ablation the novasure rf controller sustained a vacuum alarm, and the procedure was stopped. Biomed changed out the controller. The device is sequestered. When biomed contacted hologics the company said that we have an older unit that can not be repaired and will could not upgrade the software. The newer controllers have a software upgrade with safety safeguards. Models currently sold have a vacuum pre-check feature as well as the 4.0cm length and 2. 5cm width minimums the older models have an 09 rfc which defaults to 1.5cm for the cavity length and width. Software revision that ensures the unit wouldn't fire if the measurements were not completed. Biomed/risk management is sequestering this controller as to prevent accidental perforation of surrounding tissues/organs. Manufacturer response for radiofrequency controller, novasure rf controller (per site reporter): the controller was too old to perform software upgrade. They said it is not under warranty and hospital would have to purchase new one.